Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated it failed to alarm. Mmd did not follow up with the initial reporter. They stated that the complaint had occurred during testing and did not affect a patient. They provided no additional information. (B)(4).